Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. Upon insertion of the device, the device slightly nicked the bladder. The patient had to stay in the hospital for an additional 48 hours. Prior to leaving the hospital, the physician checked the bladder for any leakage and the patient was ok. Later on, the patient complained of dribbling urine, pain and that the urinary incontinence was not resolved. The patient was examined again and there was no abdominal mass and minimum urine in the bladder. The patient also displayed lateral stiffness and numbness in the toe. The puncture site was healed with no tenderness. The patient went to another doctor complaining pain in the groin but the urinary incontinence had cleared.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.